Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation prior to implant, the device was found to be in backup vvi. The device was not implanted.

Manufacturer narrative:
No conclusion code available. Final analyisis found the reported event of a reset to backup vvi mode while still in the box was confirmed. The cause of the reset is believed to be exposure to cold temperatures.